Event description:
It was reported that in 2008, the patient underwent treatment with the polarcath device for two lesions. During the polarcath cryoplasty procedure the immediate technical results were non-satisfactory with flow limiting dissection. There was no post dilatation of the lesion; however a stent was placed. The balloon/stent diameter was 6 mm and the maximum post-dilatation pressure was 10 atmospheric pressures (atm). The pre procedure target lesion was in the superficial femoral (de novo) reference vessel with a 5 mm diameter and a 40 mm lesion length. The quantitative date measurement method was calibrated angiographic. The target lesion pre-procedure was 95% concentric stenosis, two patent run-off vessel, mild vessel tortuosity and mild calcification at target lesion. The polarcath balloon used during the procedure, one balloon with a 5 mm diameter, 8 cm balloon length, (shaft length 125 cm) and 4 inflations. Target lesion post procedure was 0% stenosis. No data was provided regarding a follow up patient visit.

Manufacturer narrative:
Date of event - 2008. The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). Device not returned for analysis.